Event description:
Healthcare professional reported "mastectomy flap necrosis" deemed not device related. Later healthcare professional reported "significant portion of right side tissue expander removed at implant exchange surgery due to not vascularized". Later healthcare professional reported "right tissue expander rupture". Later healthcare professional reported "this complaint is due to an adverse event at the site of the investigational product. The right side tissue expander ruptured while the participant was sleeping". Later healthcare professional reported "sae at location of device. Subject experienced hematoma and required surgical intervention and hospitalization". This record is for the right side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.